Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date - (B)(6) 2009, inratio - 1.5, lab - 3.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: meter inr - 1.5, lab inr - 3.2, mean - 2.35, confidence limits - 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. The values are not within the confidence limits for inr testing. Product testing is required. Meter and strips are expected to be returned, and testing will be performed upon receipt.